Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of returned device found returned device experienced excessive force. Anodize removed in thread area strongly indicate screw was exposed to contact before final torque that contributed to failure. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. Notches or scratches put in the implant during the course of surgery may contribute to breakage."

Event description:
It was reported patient underwent a trauma hip fracture fixation procedure on (B)(6), 2013. During the procedure, the threads on the screw sheared off and fell into the patient. The pieces remain in the patient and the surgeon completed the procedure with another screw in the same hole.